Manufacturer narrative:
Field change. As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus). A replacement surgery was performed due to loss of pressure after 20 years. During the procedure the existing device was removed and a new aus was implanted. No information was provided about the patient's outcome.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to loss of pressure after 20 years. During the procedure the existing device was removed and a new aus was implanted. No information was provided about the patient's outcome. It was further reported that the patient experience recurring incontinence leading to the procedure. The loss of pressure was caused by the age of the balloon.